Event description:
As reported via the partners ii clinical trial, at the end of the index procedure during removal of the sheath, a perforation of the common iliac artery was noted. Per report, it was unclear if this occurred during the inertion or withdrawal of the sheath. Summary of case: the patient presented with small vessels that measured 6.0mm on the right and 7.0mm on the left, with virtually no calcification present on either side. The vessels were mildly tortuous. Access was obtained via surgical cut down on the left common femoral artery. The team was very cautious during dilator and introducer sheath insertion due to the small size of the vessel. After the valve was implanted, the delivery system was removed, and after inserting the introducer back into the sheath, the sheath was retracted slowly toward the access site. When the sheath reached the common iliac artery, the introducer was removed and a contrast injection revealed a perforation in the artery. The introducer was inserted back into the sheath to tamponade the perforation. A peripheral balloon was advanced from the contralateral side and inflated in the aorta approximately 3 centimeters above the bifurcation. The physician retracted the sheath further and performed another contrast injection to ensure that there was no other perforation/dissection present. A tapered covered stent was deployed in the vessel. The balloon was deflated, and then used to post-dilate the stent to ensure the leak was successfully sealed. The physician then removed the sheath from the access site and began to close the surgical cutdown, at which point the patient's vessel began to tear, making it difficult to close the access site, and the pressure began to fall. A peripheral balloon was reinserted into the aorta above the bifurcation, stabilizing the hemodynamics of the patient, and repair of surgical cut down was continued. While the physician was repairing the right side the patient went into ventricular fibrillation and was shocked to return the patient to baseline rhythm. The patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The device was not returned for evaluation as it was reported there was no device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel diameter was reported as 7mm. The exact cause for the reported perforation cannot be confirmed; however, it is possible that the borderline size of the vessel contributed to the event. No further actions are required at this time.